Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex contour profile spectrum 650cc saline breast implant, catalog # 3542515, lot # 6556524. (B)(4).

Event description:
It was reported via FDA medwatch mw5077747 that a female patient of unknown age underwent breast reconstruction with a saline mentor siltex contour profile spectrum 650cc and experienced change in her digestive system, joint pain, ringing in ears, itching, breast pain and a cough due to newly diagnosed asthma. As a result, the patient underwent removal of the implants on (B)(6) 2018. There was no product issue, such as deflation reported. No additional information has been made available. This is for the left side implant, see manufacturer report number 1645337-2018-05086 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that patient code "pain" was accidentally omitted from the initial report dated (B)(6) 2018. (B)(4).